Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 10.5-10.7cm from the distal tip, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location.

Event description:
It was reported that the lead was capped and replaced due to insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.